Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and no delivery anomaly. The customer states they went through diabetic coma and paramedics responded. The customer's blood glucose level at the time of incident was 20 mg/dl. The customer states they treated with d50. The customer's most current level was 70 mg/dl. Then customer believes there is a delivery anomaly. Troubleshoot was conducted. The customer states they feel comfortable with the pump. The customer was advised to monitor the device and call back if issues persist.